Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified right iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. Inflation was performed at 10 atmospheres and 12 atmospheres for 15 seconds respectively. However, during the second inflation, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.